Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. However, the anatomical conditions reported were mild tortuosity and heavy calcification which appears to have contributed to the reported failure to cross. During removal of the stent delivery system (sds) there was resistance and subsequently the stent dislodged. The anatomical conditions appear to also have contributed to the reported difficulty to remove and stent dislodgement. A review of the finished product lot history records did not reveal any nonconforming material records related to this incident. The reported failure to cross, difficulty removing and stent dislodgement appear to be related to the procedure circumstances and there are no indications of a product quality deficiency. This type of reported event will continue to be monitored. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested to verify stent dislodgement force prior to release of the lot.

Event description:
It was reported that predilatation was performed prior to the attempt to cross with the first xience v stent delivery system (sds). After removal of the device from the patient, the stent struts were found to be flared. The second xience v sds used also failed to cross and during removal of the device from the patient resistance was felt which resulted in stent dislodgment into the proximal left anterior descending artery. Attempts were made to retrieve the dislodged stent using a snare device; however, this failed. The patient was flown to a different facility where another attempt was made to snare the dislodged stent; however, this also failed. The dislodged stent was compressed into the vessel wall with deployment of an additional stent. The patient is reported to be well. No additional information was provided.